Event description:
The customer's spouse reported via phone call that that they had a keypad anomaly on the insulin pump. Customer was doing a manual prime and when he went to press esc, the pump continued to send insulin. The act button seemed to be stuck and the esc button didn't work either. Customer was priming the pump due to a set and reservoir change. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act button response due to corroded keypad traces. No stuck buttons or button error alarm noted during our testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.